Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, creases fold, yellow particles on the shell, wear abrasion, and cloudiness/voids in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV".

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV". Device has been explanted.